Manufacturer narrative:
Eval result: trip bar, set screw, fowler.

Event description:
It was reported by service report that the fowler drifts on the stretcher. No pt involvement or adverse consequences are reported.